Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, unexpected restart. A cold reset was performed. Error test, displacement test due to blank display. Unit had cracked lcd window, cracked case at display window corners.

Event description:
The customer reported that the insulin pump was damaged and exposed to moisture. The customer¿s blood glucose was 158 mg/dl. The customer stated that shirt was wet looked at insulin pump moisture behind screen does have hairline cracks. The troubleshooting was performed for damage and fluid exposure. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis